Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The photographic evaluation of the adapter showed a "remove reload" error on the adapter swimlane. There were universal asynchronous receiver/transmitter (uart) communications errors in the logs. The ada pter was able to be fired with representative devices without loss of communications. The adapter was attached to a pmv test handle and shell with successful calibration and rotation. The rotating ring was found to be out of position and therefore a test reload could not be attached to test firing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause for the communication error could not be determined with regard to the reported condition as the condition was unable to be replicated. However, a uart communication error can cause the inability to fire the instrument. Replication of the difficulty to load or unload condition may occur if the rotating ring is inadvertently moved out of position by improperly loading the reload. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy procedure, when the reload was installed the surgeon tried to fire the device, however it could not be fired and when they trying to unload the reload it could not be unload. The surgeon then used another reload and adapter with the same shell and handle to resolve the issue in order to complete the case. There was no patient injury.